Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with motor error alarm during rewind due to corroded motor home switch. Analysis was unable to perform displacement test due to motor error alarm. No insulin smell during testing noted. The insulin pump had scratched display window, cracked reservoir tube. No moisture damage on electronics noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and had moisture damage. The customer's blood glucose reading was 132 mg/dl. The customer stated motor error is recurring and the reservoir leaked inside the pump. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.